Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the reporter (patient¿s wife) stated that the dexcom cgm displayed a low glucose reading (exact value not provided). A fingerstick showed a bg above 400 mg/dl. The reporter attempted a calibration, but it was not accepted and did not correct the cgm reading. Subsequently, the sensor failed after providing inaccurate readings. The patient began vomiting and exhibited signs of diabetic ketoacidosis (dka). The reporter called an ambulance. Upon arrival, paramedics performed a fingerstick that indicated high bg (exact value not provided), while the cgm continued to display ¿low.¿ no treatment or medication was administered by paramedics. The patient was transported to the hospital accompanied by his wife. At the hospital, a fingerstick confirmed high bg (exact value not provided), and the patient was progressing toward dka. Treatment included unspecified IV medication and an IV insulin drip. The patient remained hospitalized (stayed more than 24 hours) and was reported to be improving at the time of follow-up. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.